Event description:
Per the clinic, the patient experienced intermittencies and a loss of connection to the internal device subsequent to sustaining a head injury. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted(date not reported). The recipient was reimplanted with a new device at the same surgery. The explanted device has not been received as of the day of this report. This report is filed on july 23, 2019.

Manufacturer narrative:
This report is submitted september 18, 2019. - attachment: [150001 device analysis report.pdf].

Manufacturer narrative:
This report is submitted september 18, 2019. - attachment: [150001 device analysis report.pdf].